Event description:
Company representative reported on behalf of healthcare professional "doctor accidently put finger through the implant when attempting to implant patient" and it is unknown if the implant did not touch the patient. Later healthcare professional reported "hit the implant with a needle and punctured them." Surgery was completed with another implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: broken device/ use error: observed opening device assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported on behalf of healthcare professional "doctor accidently put finger through the implant when attempting to implant patient" and it is unknown if the implant did not touch the patient. Later healthcare professional reported "hit the implant with a needle and punctured them." Surgery was completed with another implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.9., h.6..

Event description:
Healthcare professional reported, "accidently put finger through the implant when attempting to implant patient". And it is unknown, if the implant did not touch the patient. Later, healthcare professional reported, "hit the implant with a needle and punctured them". Surgery was completed with another implant.